Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at .54 mg/ day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the pump was alarming due to a low reservoir. The programmer showed 0.4 ml of medication in the pump; however, during the refill, the provider withdrew 5 ml of fluid and was concerned over the discrepancy. It was noted that this was the first refill after the patient¿s routine pump replacement procedure. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The provider was planning to monitor the issue and review the actual versus expected volumes during the next refill visit. The patient was still receiving relief with the therapy. It was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. On 2026-feb-04, additional information was received from an healthcare professional (hcp). The hcp reported that the pump was 3 weeks past the refill date and inquired if it was okay to fill the pump. The hcp stated that every time they do a refill, when they were "expecting like 1.3 ml, it's always significantly more like 7 ml." The hcp noted that there was always an excess amount and it has been that way since this pump was put in. The hcp noted that this was "never investigated." The agent reviewed considerations around volume discrepancies and advised that they can consider doing a dye study to check catheter patency. The agent advised the hcp that they should check the pump reservoir to determine if there was any drug remaining based on history of getting back excess residual volume. The agent reviewed considerations around pump running empty. The pump was reported to contain duramorph (1 mg/ml, 0.3075 mg/day).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.